Event description:
While the ortho surgeon was smoothing out the boney surface with this disposable surgical blade -#1- when it stopped functioning. Surgeon and or tech inspected the blade and found that the blade would not rotate properly. MFR was notified. Two boxes -same lot number- of 15 degree great white arthroscopic shaver blades have been removed from surgical inventory.